Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: a product investigation was conducted. Visual inspection: the received lcp dhs-plate 135° was found in good condition. A visual inspection was performed, and no damage could be detected. Functional test: function test was performed with a corresponding demo dhs blade 02.224.090s (same geometry as dhs/dcs screw) and did not show any abnormalities, the proper function is ensured. It is confirmed that the mentioned malfunction is a result of the deformation at the dhs/dcs screw. Document/specification review: the returned lcp dhs-plate was manufactured in june 2019 according to the specifications per relevant drawing. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. Summary: the complained malfunction is not related to the lcp dhs-plate, therefore the complaint is unconfirmed for the plate. A function test was performed with a corresponding demo dhs blade and did not show any abnormalities, the proper function of the lcp dhs-plate is ensured. The review of the production history revealed that this lcp dhs-plate was manufactured according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. No complaint related issues were found. Based on the investigation results performed on the dhs/dcs screw the complained malfunction could clearly be assigned to the deformation at the dhs/dcs screw. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. The root cause was identified during the performed cq evaluation and the function check did not show any abnormalities; therefore, the in the investigation flow listed remaining investigation steps are not required. A device history record (DHR) review was conducted: part: 02.224.222s. Lot: 4l76310. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2019. Expiry date: 01.june 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019 that during an unknown surgery a lcp dhs plate and lcp dhs screw did not fit together, they did not glide. Another dhs plate and screw were used. The procedure was delayed by 2 minutes. The surgery was completed successfully. No consequence for the patient. This complaint involves two (2) devices. This is 2 of 2 for report (B)(4).